Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The physician attempted to direct stent a lesion in the lad. The taxus express2 3.00 x 32 mm drug eluting stent would not cross the lesion. As the stent was being withdrawn, a strut lifted. The lesion was predilated and the physician was able to stent the lesion with an unk device. No pt injuries or complications were reported.